Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particle, but dust was present. The foam was replaced. In addition, the devices error log was downloaded, and error codes were present when reviewed. The device was functional and passed all test.